Event description:
It was reported that during the implant procedure the lead could not be fixed when it was placed on the left ventricle. Multiple attempts to replace the lead were unsuccessful. No adverse consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.